Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 806 mg/dl. It was stated that the customer also had body pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the caller didn't have a tubing clamp for the high pressure test. The caller also stated that bolus history is not correct. The bolus history shows that there are no boluses for the day prior to the hospitalization, but the customer definitely used the insulin pump to deliver insulin that day. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a missing end cap sticker and a scratched display window.